Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that the patient developed an arrhythmia on (B)(6) 2023. They were treated with cardioversion/defibrillation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. The IFU list cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient experienced symptoms of malaise and a loss of appetite. It was noted that the patient had an implantable cardio defibrillator (ICD). It was unknown if the arrhythmia in this case was device or therapy related. The arrhythmia resolved following treatment.